Event description:
There was reportedly moisture ingress in the battery compartment. There was no damage found to the battery compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: there was evidence of moisture (corrosion and rust) within battery compartment. The pump passed the leak test. The pump case was opened; there was no evidence of moisture found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
There was reportedly moisture found in the battery compartment and there was no indication of damage found to the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.